Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 13-aug-2019, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had intermittent power and a cracked battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 30-aug-2019 with the following findings: a review of the pump black box showed multiple pump reboots. A visual inspection of the pump revealed the battery compartment was cracked with stripped threads. The returned battery cap was undamaged. The battery cap was unable to fit securely to maintain an electrical connection; pump reboots and power loss occurred, duplicating the power issue. A test cap was also unable to maintain an electrical connection. The battery cap contact height and width measurements were found to be within specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.